Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone. This implant never was able to have a restoration abutment not loosen. The gp remade the crown and abutment 4-5 times. I had to remove the implant because there must be something wrong with the internal connection.